Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked blood until connected to the IV. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the device did not hold the blood back until it was hooked up to the i.v. This happened 5 times in the last few days. Blood leakage until nurse could connect i.v."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-17. H6: investigation summary: bd received two insyte autoguard blood control units from lot 0252150 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no visible damage to the either unit. Next, the units were tested for leakage beyond the septum and no leakage or damage was found to the units. Finally, the units were dissected and the septums were inspected under a microscope. No damage or tearing was found to either unit. Based off the visual inspection and testing the engineer was able to verify the reported defect. Since no defects were found a definitive root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked blood until connected to the IV. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the device did not hold the blood back until it was hooked up to the i.v. This happened 5 times in the last few days. Blood leakage until nurse could connect i.v."